Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was also received with scratched lcd window and cracked battery tube threads. It passed the rewind, basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during cannula fill. The blood glucose at the time of the incident was unknown. Troubleshooting was performed and the customer was able to rewind and prime without an alarm, but the insulin pump failed the self-test. The device was returned for analysis.